Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer was hospitalized due to high blood glucose, diabetic ketoacidosis. The pump had been giving e-4 occlusion message, which was unresolved by the user. Pump will not be replaced or returned.